Event description:
It was reported that after the patient had a battery replacement due to their battery being depleted, high impedance was seen. Lead was not noted to be left implanted no other relevant information has been received to date

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B5. Describe event or problem; corrected data; initial MDR indicated incorrect information regarding the lead "not noted to be left implanted". Lead was in fact left implanted after battery replacement.

Event description:
It was reported that after the patient had a battery replacement due to their battery being depleted, high impedance was seen. Lead was noted to be left implanted no other relevant information has been received to date.